Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Technical support instructed the customer to plug the tandem wall adapter into an outlet known to be functional and to leave it for at least 30 consecutive minutes to see if the pump would begin charging, with the customer agreeing to follow up if the issue persisted.